Event description:
It was reported that after pre-dilatation, a non-abbott stent was deployed in the non-calcified mid circumflex artery. The nc trek was used for post-dilatation; however, upon first inflation, the balloon would not hold pressure. Application of negative pressure resulted in blood being drawn back. A same-sized non-abbott balloon catheter was therefore used to complete the procedure. It was further reported that although the nc trek catheter was prepped outside the patient, the balloon was not submerged in saline per the product instructions for use. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted blood and contrast visible in the inflation, loosely folded balloon and hub, consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking at a .5 mm longitudinal rupture in the balloon over the distal marker. There were no scratches visible. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was observed at the leak edge. No evidence of mechanical damage or other anomalous features were observed on the distal marker or inner surface of the balloon. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It was reported the nc trek was used to post dilate a stent, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent such that the balloon ruptured upon the inflation attempt. It was reported the balloon was not soaked prior to use. The nc trek instructions for use states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. It does not appear that the failure to soak the balloon contributed to the reported rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.